Event description:
It was reported that prior to reaching the aneurysm, the coil prematurely detached. The coil was safely removed without clinical consequences to the patient.

Event description:
It was reported that prior to reaching the aneurysm, the coil prematurely detached. The coil was safely removed without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection confirmed that only the detached coil was returned. Microscope analysis revealed a kinked on the main coil and it was extensively stretched at the proximal part possibly resulting in detachment from the pusher wire. Information available indicated that no issues were observed on the device prior to use and it was prepared as per directions for use (dfu). It is probable that procedural factor during procedure limited the performance of the device resulting in the reported coil detachment. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.